Event description:
Complainant alleged that during training by facility staff the device displayed "defib fault 109" and "bridge test failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.